Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified. The device was unable to undergo the proper testing for the reported issue. The device will go through release testing and meet all quality requirements before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an internal damage underneath its screen. It was also stated that they looked closely and observed indication of burn that could be internal overheat. The display did not turn on when the device was on. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.